Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.

Event description:
The consumer reported accidental reagent exposure with the binaxnow covid-19 ag self-test kit on (B)(6) 2025. The consumer reported that their spouse accidentally used the reagent as eye drops, in both eyes, and experienced eye pain as a result. The consumer indicated that their spouse was doing fine at the time the event was reported. No additional information was reported.

Manufacturer narrative:
Correction: d4 - serial #. A product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer of a phone number to a poison organization. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure with the binaxnow covid-19 ag self-test kit on (B)(6) 2025. The consumer reported that their spouse accidentally used the reagent as eye drops, in both eyes, and experienced eye pain as a result. The consumer indicated that their spouse was doing fine at the time the event was reported. No additional information was reported.

Manufacturer narrative:
Additional information: b3: the date provided is an approximation as the exact event date was not provided. B5 a product deficiency was not reported or found. Technical service provided the safety data sheet and advised the consumer of a phone number to a poison organization. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.

Event description:
The consumer reported accidental reagent exposure with the binaxnow covid-19 ag self-test kit on an unknown date between (B)(6) 2025. The consumer reported that their spouse accidentally used the reagent as eye drops, in both eyes, and experienced eye pain as a result. The consumer indicated that their spouse was doing fine at the time the event was reported. No additional information was reported.